Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # a98k19. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. To replicate the reported event, the device was evaluated for functionality. During testing, the device was fired the jaws open and close without any difficulties; however, the clips failed to advance into the jaw. Further observation revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for further evaluation. Upon disassembly, the advancer was confirmed to be bent, and four (4) clips were found within the clip track. Based on the known device history, a bent advancer condition is recognized as a potential contributor to the formation of malformed clips. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98k19 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026 d4:batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the upper and lower jaws were misaligned properly from the 4th firing, and the clip could not be formed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.